Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the package is torn/broken. The reported issue was detected/ reported by distributor ((B)(4)). A total of ten devices were reported with this issue.